Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring. Customer was not sure if reservoir was still able to lock in place. Customer stated that the insulin pump had neither been bumped nor dropped. Battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The insulin pump passed the displacement test. The following were noted during visual inspection: scratched case, missing display window cover, pillowing keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and stained serial number label. (B)(4).